Event description:
It was reported that the pacemaker triggered a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right ventricular (rv) lead. Additionally, there was noise observed on the electrogram (egm) however, it was not being oversensed. The patient is dependent on therapy. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).